Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode and screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. The insulation around the shaft is damaged and compromised. There are no manufacturing abnormalities visually observed with the returned wand. The returned device was plugged into a quantum2 controller and was activated on ablate and coag settings. The device producted plasma on ablate and coag settings as intended. The suction line was tested and was clogged by dried parts of tissue. A back flush could not clean the line and the suction is still clogged. The complaint was verified and the root cause was determined to be associated with the clogged suction line evident from the blood and tissue present in the line. If insufficient suction is used during the procedure, tissue can build up and prevent proper suction flow. As stated in the complaint, there may have been a lack of suction early in the procedure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the use, the superturbovac 90 icw has been obstructed. It was impossible to unblock it. There was a significant delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries reported.